Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced rapid battery depletion of the ilet despite daily charging and confirmation of a solid green charging indicator and on-device charging status. Symptoms included no adverse clinical effects. Outcomes included no impact to health status, no hospitalization, and no alarms. Investigation included review of device logs. Investigation of this case revealed indications consistent with a battery or power management performance issue despite proper charging, with no evidence of alert conditions. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending log review and potential further assessment.